Event description:
Procedure type: closure of right mastectomy wound. According to the reporter: patient's initial surgery was in 2007 for a right modified radical mastectomy. The suture was used to close the wound. After returning home, patient fell down a flight of stairs, fracturing her forearm and creating dehiscence of her wound. A second operation was performed the following month. The wound was closed with a different type of suture.

Manufacturer narrative:
Initial report sent: 11/30/2007.